Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. The batteries were replaced and the device was unable to power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The batteries used were of 2 different makes/models and 3 different expiration dates. This is outside of zoll's recommendations that all batteries are from the same lot set of 10 duracells or 10 power one batteries. Failure to follow zoll's recommendation can lead to undesirable performance of the device. Analysis of reports of this type has not identified an increase in trend.